Event description:
I made an outbound call to the patient and spoke to her caretaker, (B)(6). We discussed the cadd cassette recall and he confirmed having only 1 cassette with an effected lot number (4321040]. He said it was for their emergency kit. I advised him that they should not use that cassette and we will be sending out a replacement and return materials for him to send that lot number back to us. He confirmed that all of the other cassettes were not effected. He had no questions, and no additional information was disclosed. Did the reported product fault occur while in use with the patient? - no. Did the product issue cause or contribute to patient or clinical injury? - no. If yes, was any medical intervention provided? Is the actual cassette available for investigation? - yes. Did we replace the cassette? ¿ yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? ¿ yes, if no, what was the patient instructed to do in able to continue their infusion?. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to (B)(6) by: patient caregiver.